Manufacturer narrative:
Gehc surgery field service engineer evaluated system and found that this error code translates to low transmitter coil current and is most likely a failing transmitter sensor cord. Customer unable to order new cord due to back order situation on lucas sensors.

Event description:
User reported system would not calibrate and got an error 99 message. (Low transmitter coil current). The problem occured with patient on the table and under anesthesia. Doctor did the procedure without using the unit. No injury to the patient from our unit. But caused the procedure to have to take longer about one hour.